Event description:
It was reported that the ventilator alarmed for low o2. There is no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2. The evaluation of the provided logs confirms the reported alarm. Our field service engineer investigated the ventilator on site and found o2 concentration low in logs. No abnormalities were observed during the 2 hours of ventilation and no difference in o2 concentration was observed. The pre use check performed passed the test. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #: (B)(4).